Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedance measurements measuring 115 ohms however, impedances remain within range. Technical services (ts) was consulted to review device data. Ts reviewed and confirmed there was a slight gradual increase and impedances have stabilized since last year. Ts discussed programming options and lead considerations. At this time, the lead remains in service. No adverse patient effects were reported.